Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a fridge failure. The field service engineer helped personnel find out it was a maintenance issue all along. The system functioned as intended after troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a fridge failure. The customer stated that the fridge is not closing, tried to recover and opened the back door, but issue is persistent. The customer that there was no delay as they managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.